Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high pacing impedances measurements out of range and loss of capture (loc) on the right atrial (ra) lead. High capture thresholds were also noted. Technical services (ts) recommended to have a lead revision. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.